Manufacturer narrative:
The external visual inspection revealed a sliced electrode and a missing electrode ground ring upon receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing using an external sound processor. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal hybrid visual inspection revealed non-conductive epoxy encroachment on an electrical component. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength as well as elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced and missing the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing using an external sound processor. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.